Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was caught on the tissue and a part of the jaw was visible in their tunnel that did not look normal. They tugged a little to get it loosened. Once they removed the hpii from the tunnel, they noticed the heater wire sticking out of the jaw was glowing orange. They removed the device from the field and used another kit to complete the harvest. No delay. Had to repair the radial artery from the tear caused by the defective device. The pedicle did have a hematoma as a result of the defect.

Manufacturer narrative:
Trackwise ID (B)(4). The device was returned to the factory for evaluation on 10/06/2023. A photograph was provided by the account. A photographic evaluation was conducted. The jaws of the device were observed to be closed with the tip of the heater wire in between the jaws. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. An investigation was conducted on 10/10/2023. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent wire" was confirmed. The lot # 3000333830 history record review was completed. There was ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.